Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2,000.0 mcg/ml 562.6 mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient¿s pump was replaced due to a gradual loss of therapy. Per the reporter, this was the patient¿s thought as the patient¿s physician didn¿t believe the patient¿s issues were device related. There was a thought that the pump was not working, however there were no alarms, and a catheter access port study was done successfully which showed free flow the whole way. The caller did not know when the patient thought the therapy was becoming less effective and stated there were no known volume discrepancies. In an abundance of caution, it was decided that they would prophylactically replace the pump and catheter. The patient recovered without sequela.